Manufacturer narrative:
(B)(6). Section d4: complete device identification information was not provided. Section h11: fisher & paykel (f&p) healthcare is currently in the process of completing our evaluation. A follow up report will be provided upon completion of our investigation.

Event description:
During device evaluation of an mr850 respiratory humidifier at our fisher & paykel healthcare (f&p) regional office in the USA, it was found that the audible alarm was not functioning. There was no patient involvement reported.